Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet and a missing set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it took more than thirty turns to extend the helix on the right ventricular (rv) lead. Pacing thresholds were high and when moved to a new location the helix would not completely extend. The lead was removed from the body and a new lead was used instead. It was further reported that during the time of the procedure the set screw would not re-engage in the header. The physician attempted to get the set screw to work but was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.